Event description:
A malfunction alarm was reported and could not confirm fault ID because pump battery depleted. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer did not take any immediate actions to address the high blood glucose level and did not require third-party assistance. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.